Event description:
It was reported that the customer passed away due to a heart attack and he was wearing the pump at the time of death. It also stated that the customer was having trouble with high glucose levels a few days prior to his death.